Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the alternating current seal was cracked at screw hole. During the power up process, the reported problem was duplicated. The root cause of the reported issue was found to be main board does not operate as intended. Replaced main board. Performed power up process which passed.

Event description:
It was reported that there was a d to a offset voltage- b to ground test failure. No patient injury was reported.